Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a ventricular tachycardia (vt) arrhythmia and was admitted to the hospital. The implantable cardioverter defibrillator (ICD) had a premature battery depletion. The battery longevity was less than expected. The device is scheduled to be replaced. The device remains in use. No further patient complications have been reported as a result of this event.